Event description:
Otherwise healthy 7-yr-old admitted for elective asd repair due to mild cariomegaly. Pt stable during cannulization. Within seconds of unclamping venous circuit to go on bypass, there was sudden transmittal of air retrograde from the cardiotomy reservoir, purging the venous circuit. Inflating the heart, crossing the asd and entering the arterial circulation and arterial cannula. The venous cannula was immediately clamped and the vent cap on the cardiotomy reservoir removed. A whooshing sound suggested that the vent cap had not allowed air escape and extreme pressurization of the reservoir had resulted. Bypass was stopped momentarily while the cannulas were cleared and the heart resuscitated. The pt was placed back on bypass, and surgery completed. Hyperbaric chamber treatment was administered as soon as the pt could be transported, however the pt did not improve neurologically. She was declared brain dead the following evening and removed from life support. No relevant pt factors. The perfusionist involved in this case reports regularly doing bypass without removing the venous reservoir yellow vent cap. These caps are mfg with inside grooves that appear designed to vent air. A long history of successful procedures without removing the vent cap would indicate that the cap does vent air. A search of the surgical suite following the incident retrieved two yellow caps. They are both nongrooved and bullet shaped (as opposed to the grooved, nipple-shaped cap usually found on the vent port). It is not possible to know what cap was actually removed from the vent port.